Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump deliver the programmed amount when an IV line was partially clamped. The event occurred during therapy in the medical intensive care unit. Medication being infuse was heparin (programmed amount and delivery rate unk). It was also reported that there was no serious injury, but there was medical attention required. The spectrum pump operators manual warns the user that "the upstream occlusion detector may not detect partially occluded tubing. Always check to ensure the IV set's clamp is not closed above the spectrum pump."